Event description:
Related manufacturer reference number: 2017865-2024-37380. It was reported that the patient presented to the ER with muscle stimulation. It was determined to be coming from the atrial lead. It was also noted that the impedance was greater than 3000 ohms, no pwaves, and no capture at max output. A chest x-ray was performed, and the atrial lead had dislodged consistent with twiddlers syndrome. The right ventricular lead was noted to have a decrease in r-waves and was pulled back without any slack. More slack was added to the rv lead and the ra lead was explanted and replaced. The patient was in stable condition.